Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to excessive noise from the device due to a faulty circulation pump. The arctic sun 5000 was evaluated. Audible noise found coming from the circulation pump. Circulation pump assembly was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device failed calibration error 53 (water temperature 2 off of conversion chart table at 1c). Outlet control temperature (t2) failure. They requested quote for tank harness repair. Per sample evaluation results received on 09jul2024, it was reported that control panel stopped booting up just before last rinse, used u.I. To complete decon. Visual observation found loose connection on upper main wire harness to control panel. Audible noise emitting from circulation pump. Level sensor plastic housing cracked. Device underwent 2000 preventive maintenance.